Event description:
It was reported that the customer's insulin pump spattered insulin during the fill tubing stage and that the numbers did not appear on the display screen. The customer's blood glucose was 150 mg/dl. The customer stated he received a compromised force sensor system alarm after he kept pushing the act button. Advised customer to discontinue use of he insulin pump. Advised that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
The pump gave a motor error alarm during the basic occlusion test due to a faulty force sensor. Unable to conduct the prime or occlusion tests due to the motor error alarm. The pump also had cracked battery tube threads, a cracked reservoir tube lip, minor scratches on the lcd window, a cracked lcd window, a cracked case at the display window corner, a scratched reservoir tube window and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.